Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 1627487-2022-02405, 1627487-2022-02407. It was reported the patient experienced discomfort at the ipg site. As a result, the patient underwent a revision procedure on (B)(6) 2022, wherein the ipg was repositioned. No new product was explanted.